Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal ¿screw¿ came off. The fragment was retrieved during the same procedure. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The screw fell into the patient¿s anatomy when the instrument was being used. The instrument did not grasp the tissue. The surgeon believed that manufacturing was the cause of the issue. The instrument did not collide with any other instrument or hard material. The surgeon used a laparoscopic forceps to retrieve the fragment. No additional surgical procedure was performed to remove the fragment. Upon visual inspection, the surgeon confirmed that there was no remaining fragment. No post-operative tests were performed. The surgeon stated that no patient injury. The patient did not return to the hospital due to any post-surgical complications related to retaining a foreign object. The instrument and the fragment will be returned.

Manufacturer narrative:
The synchroseal instrument was transferred to the failure analysis engineer team for further investigation. Initial failure analysis findings were confirmed. The jaw cover was removed, and it was noticed that the end of the pivot pin that's supposed to be swaged was not swaged properly that likely led to the washer getting dislodged from that side of the pin.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the washer dislodged from its original position and not attached to the instrument. The instrument was compared to an in-house synchroseal, and the washer was found to be missing. The missing piece was not returned with the instrument. No failures were found in the logs. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.